Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The photos were evaluated visually and the customer reported defect was observed. Additionally, 30 retain samples were visually examined and the issue of damage tube was not seen. Further, 10 retain samples were subjected to a visual inspection for brittleness and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked tubes based on photo analysis. No definitive root cause could be established for the reported defect and based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed a cracked tube during centrifugation. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed a cracked tube during centrifugation. There was no health impact or consequence reported.